Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5 meter issue. The reporter alleged trying to do a blood glucose test and meter would not either countdown to come up with a reading nor give an error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.